Event description:
The manufacturer received information alleging a "service required" alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The alarm indicates a failure of the internal battery to charge. The device's system board was replaced to address the issue.